Manufacturer narrative:
Insulin pump received with blank screen due to cracked and bleeding lcd glass. Insulin pump received with cracked case on display window corners, cracked reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump experienced physical damage to it after it had been dropped. The blood glucose reading was 117 mg/dl. The customer stated that there was a quarter inch of black spot that radiated out on the black screen. She stated that it appeared as though the screen was cracked. She noted that the device had been dropped onto the bathroom tile. Advised replacement of the insulin pump. Nothing further reported.